Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested, but no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. This complaint involves eight different lots; therefore additional records have been created in order to capture this information and separate FDA form 3500a's has been generated to address the other cases. Reported to FDA on november 20, 2014.

Event description:
It is reported that product batches were shipped directly to the distribution centre and shipped to customers but have no record of the sterilization certification. Additional information was received on 10/31/2014 and reported it is undetermined if any product ahs been used or is in use.